Event description:
Boston scientific crm received information that the rate sense portion of this transvenous right ventricular (rv) lead was capped because of an acute rise in the rate sense impedance. A new rate sense lead was successfully implanted. The patient's implantable cardioverter defibrillator (ICD) was nearing elective replacement indicator (eri), and was replaced at this same procedure to minimize the risks of a second surgery. The ICD has been returned to boston scientific crm. No adverse patient effects were reported.

Manufacturer narrative:
According to the available information, this rv lead has been capped and is no longer in service. Upon receipt at the post market quality assurance laboratory, the ICD was subjected to a series of automated diagnostic tests that verified the performance of defibrillation, pacing, sensing, high voltage shocking, and recording functions. This ICD was found to be functioning normally. Several attempts were made to obtain additional information from the local field representative, however, they were unable to provide additional detail. No additional information is available at this time. Should more information become available, this event will be updated. Subsequently, the patient commented that this rv lead was busted, broken, or loose several years ago, which required a new lead. This event will be updated if any additional information becomes available.